Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted . The patient experienced pain, abdominal pain, vaginal odor, urinary disturbances, recurrent pelvic organ prolapse, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No further information was provided.

Manufacturer narrative:
(B)(4). Recurrent prolapse. Urinary disturbances. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00120, 2210968-2013-00121 and 2210968-2012-05416. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.